Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. 9308353 was provided as a lot number, but it is not a valid lot number for the material number. Device expiration date: unknown. Device manufacture date: unknown, 9308353 was provided as a lot number, but it is not a valid lot number for the material number.

Event description:
It was reported that while removing the cap from a 0.5ml 31gx6mm u-100 insulin syringe the needle hub separated from the syringe into the cap. The following information was provided by the initial reporter: "consumer reported found 6-7 syringe when remove needle shield needle assembly goes with shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned five (5) 0.5ml insulin syringes from an open polybag from lot 9308353. Consumer reported that needle hub separated into shield. All 5 returned syringes were examined, and it was observed that 4 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed, and only 3 separated hub assemblies were returned. 1 syringe did not exhibit needle hub separation; removing the cannula shield from this syringe did not result in hub separation. A review of the device history record was completed for batch# 9308353. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200854420] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #82518 was opened for raised shields. The guide was out of adjustment. Corrective action: the guide was adjusted. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that while removing the cap from a 0.5ml 31gx6mm u-100 insulin syringe the needle hub separated from the syringe into the cap. The following information was provided by the initial reporter: "consumer reported found 6-7 syringe when remove needle shield needle assembly goes with shield."